Event description:
The patient experienced a shocking or jolting sensation and the implantable neurostimulator location had no stimulation. The symptoms started 6 weeks prior; there was no known incident or accident related to the complaint. Impedances were greater than 4000 ohms on all or some bipolar pairs. Invalid impedance readings were also obtained. It was recommended to increase default test values and to re-run the test to obtain more accurate impedance results. The patient was sent for an x-ray to determine if there was a lead fracture (results not reported). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.